Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the force bipolar instrument broke while the customer was using it. The metal joint between the articulation and the shaft bent. Customer tried to remove it through the port, but couldn't. So customer undocked the arm and the instrument was taken with the cannula. The instrument was sterilized with the cannula and sent back. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon reported that they couldn't move the instrument while operating. On inspection the articulating joint at the tip was found bent. No broken fragments were noticed at that point. As the instrument was bent it was impossible to take it out through the cannula and extreme care was taken while the cannula and the instrument were taken out together to avoid any further damage and a replacement cannula and a force bipolar forceps were used to continue and complete the procedure safely.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have the proximal clevis dislodged. Failure analysis found the primary failure of the dislodged instrument proximal clevis to be related to the customer reported complaint. The dislodged proximal clevis is attached to the main tube, as result the cannula and the seal came attached on the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
Refer to h11 for follow-up information.